Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's international service technician reported an occurrence of patient circuit occluded reference failure in the device diagnostic history. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service technician was unable to duplicate the reported issue. The patient circuit occluded reference failure in the device diagnostic history occurred in the year 2000. The power management board, motor controller board and the cpu board were replaced to prevent failure. The device successfully passed performance specification testing.